Manufacturer narrative:
The farawave pulsed field ablation catheter was received by boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, dissection, and microscope inspection. No visual damage was observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional, as a leak was observed in the catheter. The catheter was dissected to inspect the flush tubing to determine any potential cause for the leak. Dissection revealed some damage to the flush tubing, which likely caused the leak. The catheter flush tubing was observed to better observe the issue. With the help of a uv light, the separation of the flush tubing could be seen. The reported clinical observations were confirmed by the analysis results.

Event description:
Reportable based on returned device analysis completed on 12 november 2024. It was reported that prior to a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter could not be flushed. The catheter was replaced, and the procedure was completed. No patient complications were reported. However, analysis of the returned device revealed separation of the flush tubing, likely resulting in the flushing difficulties reported.